Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2023 , the patient experienced inaccurate cgm values seven days after the sensor was inserted in the abdomen. The patient experienced hypoglycemia and without any prior symptoms, passed out in the street. Somebody called the paramedics and when they arrived the cgm was reading between 120 and 130 mg/dl and the blood glucose reading was 30 mg/dl. Patient reported that he was given treatment by the paramedics for low blood sugar but was unsure what was given. The patient was then seen at the emergency room and treated for a fracture of the left eye socket and received stitches for wounds at the top of his eye, that he suffered due to his fall. The patient was discharged that same evening, and before he left the hospital the bg was around 200 mg/dl, but the patient cannot remember the reading on his dexcom. At the time of the report the patient stated that he was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.